Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. The customer reported that the devices are reprocessed with 2 different automated endoscope reprocessors: "one used for upper parts and one used for lower parts". During evaluation, the reported issue was confirmed. The bending angle in the down direction did not meet specifications due to a worn angle wire. Functional testing also showed the flexibility adjustment function did not work due to a deformed adjustment ring. Due to the clogged air/water nozzle, the water removal ability did not meet with specifications. Finally, the device failed leak testing due to a crack on the up/down knob. In addition to the foreign material, visual examination found the following issues: the connector cover was scratched; the light guide lens adhesive was cloudy; the light guide lens was cracked; the adhesive around the objective lens was cloudy; universal cord protector was scratched; the universal cord was scratched; the control unit was discolored; switch button 1 was worn; the suction cylinder had peeling paint; the control unit was cracked; the adhesive on the bending section cover was cloudy; the connecting tube had peeling coating; and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had an angulation issue. The device was returned to olympus for evaluation. During evaluation, the device was found to have foreign material at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.